Event description:
It was reported that the pump sounded muffled as if water had gotten into it. The effect on blood glucose levels was not reported. As a corrective action, technical support decided to replace the customer's pump. They informed the customer of the necessary steps to return the faulty pump and sent a replacement with updated software. The customer was instructed to use multiple daily injections (mdi) as a backup, and they acknowledged understanding of the instructions and procedures.